Event description:
It was reported that the right ventricular lead exhibited r-wave amplitude variation. A fluroscopy was performed, and it was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.